Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and confirmed instrument was inspected prior to use. There weas no damage out of the ordinary. Thermal damage was observed intraoperatively. There was no injury. No other information is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and did confirm the complaint "thermal damage to pulley". The maryland bipolar forceps instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. Probable root cause is attributed to inadvertent energy application from the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, the maryland bipolar forceps was found to have thermal damage to pulley cover. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.